Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for unrelated reasons. Upon interrogation, it was noted that the patient had several episodes of noise. No intervention was performed. The patient experienced no consequences and will continue to be monitored.